Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their lis sample identification reuse period was set for approximately 10 months. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse changed the setting from omit old requests mispl rule to auto omit patient samples greater than 60 days that were still in pending, rerun, scheduled or revision mode. The cse then ran a purge command. The issue was resolved by modifying the purge rule. The cause of the incorrect test result information on one patient sample was due to the customer re-using old sample identification numbers and a configuration issue of the purge rule. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
The operator of a (B)(4) data management system contacted a siemens customer care center specialist. The operator stated that patient information from old samples was being applied to new samples. The customer was re-using sample identification numbers, which resulted in tests ordered for previous patients with matching sample identification numbers to be applied to new patient samples with the same sample identification numbers. The operator provided an example where a sample order was sent by the lab information system (lis) and the result data applied to the sample by (B)(4) was from (B)(6) of last year. The operator recognized the issue and did not report results to the physician(s).there are no reports of patient intervention or adverse health consequences due to incorrect test data obtained on an patient sample